Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced, ¿a shock by my device. I had experienced the big pain and I was almost passing out when the ICD shocked.¿ the patient further explained, ¿my shock was inappropriate, and my atrial fibrillation was rapid ventricular response and I never had atrial fibrillation my entire life. My arm went numb and I felt weird. My heart was flopping around like a fish.¿ the device remains in use. No further patient complications have been reported as a result of this event.